Event description:
It was reported that metal debris was found in the packaging upon opening. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Lot number: the lot number is either 248400 or 248360. Expiration date: the expiration is date is either 22 jul 2026 or 23 jul 2026. Unique identifier (UDI) number: the UDI is either (B)(4) or (B)(4). Report source: foreign: japan. Device manufacturer date: the manufacturing date is either 22 jul 2021 or 23 jul 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Ta visual inspection conducted on the returned product. The customer returned a single piece of debris. The associated product was not returned. The debris arrived wrapped in a piece of gauze. The debris is confirmed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.